Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that there was a response issue with the up arrow, down arrow, and ok keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2014 with the following results:investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. Unrelated to the complaint, the audio bolus button cover was missing. The button was unresponsive due to a missing cover and contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.